Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. The customer¿s blood glucose was not impacted. Although confirmation was requested as to whether or not replacement charging supplies resolved the reported charging issue, it was unable to be confirmed.